Event description:
The customer reports that they used a low-compliance column with the comfort flo humidification (2414). The customer alleges that the water backed up through the circuit and was aspirated by the pt. The pt experienced bradycardia and de-saturation. Intervention-the pt was manually bagged.

Manufacturer narrative:
(B)(4). A phone conversation was conducted with (B)(4) (respiratory) and (B)(4) (ra clinical specialist-teleflex). (B)(4) reports the following information: 1) a low-compliance column was unused with the comfort flo humidification sys. After two events of water back-up, he realized that the wrong column was used. A standard column was then used without issue. 2) because of the back-up of water to the pt; the oxygen saturation briefly dropped and pt was briefly bradycardiac. Upon manually bagging the pt the vitals signs improved. No adverse complications reported. A visual, functional and dimensional inspection of the prod involved in the complaint could not be conducted since the prod was not returned. The device history record of batch number 74d1401973 that belong to catalog number 2414 has been reviewed and no issues or discrepancies were found which could potentially related to this complaint. No non conformance reports were originated for the lot in question what could be associated to the complaint reported. DHR shows that the prod was assembled and inspected according to our spec. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the info provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved prod code available at the facility nor is being mfg at the time. If device sample becomes available at a later date this complaint will be re-opened.